Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), pregnancy with contraceptive device ('patient claimed pregnancy:stillbirth/miscarriage'), abortion spontaneous ('patient claimed pregnancy:stillbirth/miscarriage') and genital hemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774372) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, headache, human papilloma virus infection, varicose veins, anxiety disorder and abortion. Concurrent conditions included obesity, change of bowel habit, hot flashes, vaginal discharge abnormality, frequency urinary, sinus congestion, dry skin, sensitive skin, diarrhea, nausea, cough, joint swelling, tingling, numbness, dizziness, stress and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced tooth fracture ("dental problems-teeth breaking into pieces"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes-leakage"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and alopecia ("hair loss after placement") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital hemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea for more than 6 months worse with onset od period severe and unresponsive to motrin"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ large amount heavy blood loss, passing clots"), rash ("rash/ severe rashes"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity/allergies and my skin was extremely sensitive"), sensitive skin ("hypersensitivity/allergies and my skin was extremely sensitive"), depression ("psychological injury - depression"), fatigue ("fatigue/ extreme fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding for more than 6 months"), skin fissures ("my skin would crack open till raw skin was exposed,"), migraine ("migraines / headaches"), arthralgia ("joint pain"), pain in extremity ("leg pain everyday-felt like my legs were molasses"), malaise ("I believed essure was making me sick"), muscle fatigue ("legs were over exhausted"), pruritus ("itchy") and contusion ("it bruised my whole thigh") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hypothermal ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, pregnancy with contraceptive device, abortion spontaneous, genital hemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, rash, skin disorder, hypersensitivity, sensitive skin, depression, allergy to metals, tooth fracture, fatigue, weight increased, vaginal hemorrhage, urinary incontinence, skin fissures, migraine, alopecia, arthralgia, pain in extremity, malaise and muscle fatigue had resolved and the pruritus and contusion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, contusion, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital hemorrhage, hypersensitivity, malaise, menorrhagia, migraine, muscle fatigue, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash, sensitive skin, skin disorder, skin fissures, tooth fracture, urinary incontinence, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , dysmenorrhea, menorrhagia, general abnormal bleeding, rash, skin condition, hypersensitivity, psych injury,dental problems., fatigue and hair loss. Leave taken from this job or other job for medical reasons-hysterectomy and endometrial ablation . In current pfs symptoms claim by patient resulted from essure decrease or resolve following essure removal is mentioned as improved or went away which is not clearly specified whether it is recovering or recovered. Insertion details-both tubal ostia were clearly seen. The essure device was loaded through the operating channel and placed in the left tubal ostia according to manufacturer instructions, the same procedure was carried out on the rostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, vaginal bleeding, dysmenorrhea, dysfunctional uterine bleeding, menorrhagia, fatigue, pelvic pain, urinary incontinence , rash, abdominal pain, joint pain, leg pain, depression. Lot number: 774372. Manufacturing date: 2010/08. Expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event itchy, it bruised my whole thigh were added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), pregnancy with contraceptive device ('patient claimed pregnancy:stillbirth/miscarriage'), abortion spontaneous ('patient claimed pregnancy:stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774372) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, headache, human papilloma virus infection, varicose veins, anxiety disorder and abortion. Concurrent conditions included obesity, change of bowel habit, hot flashes, vaginal discharge abnormality, frequency urinary, sinus congestion, dry skin, sensitive skin, diarrhea, nausea, cough, joint swelling, tingling, numbness, dizziness, stress and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced tooth fracture ("dental problems-teeth breaking into pieces"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes-leakage"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and alopecia ("hair loss after placement") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea for more than 6 months worse with onset od period severe and unresponsive to motrin"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ large amount heavy blood loss, passing clots"), rash ("rash/ severe rashes"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity/allergies and my skin was extremely sensitive"), sensitive skin ("hypersensitivity/allergies and my skin was extremely sensitive"), depression ("psychologica injury - depression"), fatigue ("fatigue/ extreme fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding for more than 6 months"), skin fissures ("my skin would crack open till raw skin was exposed,"), migraine ("migraines / headaches"), arthralgia ("joint pain"), pain in extremity ("leg pain everyday-felt like my legs were molasses"), malaise ("I believed essure was making me sick"), muscle fatigue ("legs were over exhausted"), pruritus ("itchy"), contusion ("it bruised my whole thigh") and pelvic discomfort ("feel like early baby flutters") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hypothermal ablation and hysterctomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, rash, skin disorder, hypersensitivity, sensitive skin, depression, allergy to metals, tooth fracture, fatigue, weight increased, vaginal haemorrhage, urinary incontinence, skin fissures, migraine, alopecia, arthralgia, pain in extremity, malaise and muscle fatigue had resolved and the pruritus, contusion and pelvic discomfort outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, contusion, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, malaise, menorrhagia, migraine, muscle fatigue, pain in extremity, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, pruritus, rash, sensitive skin, skin disorder, skin fissures, tooth fracture, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , dysmenorrhea, menorrhagia, general abnormal bleeding, rash, skin condition, hypersensitivity, psych injury,dental problems., fatigue and hair loss. Leave taken from this job or other job for medical reasons-hysterectomy and endometrial ablation. In current pfs symptoms claim by patient resulted from essure decrease or resolve following essure removal is mentioned as improved or went away which is not clearly specified whether it is recovering or recovered. Insertion details-both tubal ostia were clearly seen. The essure device was loaded through the operating channel and placed in the left tubal ostia aeording to manufacturer instructions, the same procedure was carried out on the r ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, vaginal bleeding, dysmenorrhea, dysfunctional uterine bleeding, menorrhagia, fatigue, pelvic pain, urinary incontinence , rash, abdominal pain, joint pain, leg pain, depression. Lot number: 774372 manufacturing date: 2010/08 expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event feel like early baby flutters was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), pregnancy with contraceptive device ('patient claimed pregnancy:stillbirth/miscarriage'), abortion spontaneous ('patient claimed pregnancy:stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774372) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2, headache, human papilloma virus infection, varicose veins, anxiety disorder and abortion. Concurrent conditions included overweight, change of bowel habit, hot flashes, vaginal discharge, frequency urinary, sinus congestion, dry skin, sensitive skin, diarrhea, nausea, cough, joint swelling, tingling, numbness, dizziness, stress and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes-leakage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea for more than 6 months worse with onset od period severe and unresponsive to motrin"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ large amount heavy blood loss, passing clots"), rash ("rash/ severe rashes"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity/allergies and my skin was extremely sensitive"), sensitive skin ("hypersensitivity/allergies and my skin was extremely sensitive"), depression ("psychologica injury - depression"), allergy to metals ("nickel allergy"), tooth fracture ("dental problems-teeth breaking into pieces"), fatigue ("fatigue/ extreme fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding for more than 6 months"), skin fissures ("my skin would crack open till raw skin was exposed,"), migraine ("migraines / headaches"), alopecia ("hair loss after placement"), arthralgia ("joint pain"), pain in extremity ("leg pain everyday-felt like my legs were molasses"), malaise ("I believed essure was making me sick") and muscle fatigue ("legs were over exhausted"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hypothermal ablation and hysterctomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, rash, skin disorder, hypersensitivity, sensitive skin, depression, allergy to metals, tooth fracture, fatigue, weight increased, vaginal haemorrhage, urinary incontinence, skin fissures, migraine, alopecia, arthralgia, pain in extremity, malaise and muscle fatigue had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, malaise, menorrhagia, migraine, muscle fatigue, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, sensitive skin, skin disorder, skin fissures, tooth fracture, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , dysmenorrhea, menorrhagia, general abnormal bleeding, rash, skin condition, hypersensitivity, psych injury,dental problems., fatigue and hair loss. Leave taken from this job or other job for medical reasons-hysterectomy and endometrial ablation. In current pfs symptoms claim by patient resulted from essure decrease or resolve following essure removal is mentioned as improved or went away which is not clearly specified whether it is recovering or recovered. Insertion details-both tubal ostia were clearly seen. The essure device was loaded through the operating channel and placed in the left tubal ostia aeording to manufacturer instructions, the same procedure was carried out on the rostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, vaginal bleeding, dysmenorrhea, dysfunctional uterine bleeding, menorrhagia, fatigue, pelvic pain, urinary incontinence , rash, abdominal pain, joint pain, leg pain, depression most recent follow-up information incorporated above includes: on 13-sep-2019: pfs+ mr received - lot number added. New events abnormal bleeding (vaginal), depression, my skin would crack open till raw skin was exposed, bladder or urinary problems or changes-leakage, migraines / headaches, weight gain, leg pain, joint pain, I believed essure was making me sick, leg fatigue, muscle fatigue were added. Pt of tooth disorder updated to tooth fracture. Outcome of nickel allergy, tooth fracture, fatigue, hair loss updated to recovering. New reporters, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), pregnancy with contraceptive device ('patient claimed pregnancy:stillbirth/miscarriage'), abortion spontaneous ('patient claimed pregnancy:stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774372) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, headache, human papilloma virus infection, varicose veins, anxiety disorder and abortion. Concurrent conditions included obesity, change of bowel habit, hot flashes, vaginal discharge abnormality, frequency urinary, sinus congestion, dry skin, sensitive skin, diarrhea, nausea, cough, joint swelling, tingling, numbness, dizziness, stress and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes-leakage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea for more than 6 months worse with onset od period severe and unresponsive to motrin"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ large amount heavy blood loss, passing clots"), rash ("rash/ severe rashes"), skin disorder ("skin condition"), dermatitis allergic ("hypersensitivity/allergies and my skin was extremely sensitive"), sensitive skin ("hypersensitivity/allergies and my skin was extremely sensitive"), depression ("psychologica injury - depression"), allergy to metals ("nickel allergy"), tooth fracture ("dental problems-teeth breaking into pieces"), fatigue ("fatigue/ extreme fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding for more than 6 months"), skin fissures ("my skin would crack open till raw skin was exposed,"), migraine ("migraines / headaches"), alopecia ("hair loss after placement"), arthralgia ("joint pain"), pain in extremity ("leg pain everyday-felt like my legs were molasses"), malaise ("I believed essure was making me sick") and muscle fatigue ("legs were over exhausted"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hypothermal ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, rash, skin disorder, dermatitis allergic, sensitive skin, depression, allergy to metals, tooth fracture, fatigue, weight increased, vaginal haemorrhage, urinary incontinence, skin fissures, migraine, alopecia, arthralgia, pain in extremity, malaise and muscle fatigue had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, depression, dermatitis allergic, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, malaise, menorrhagia, migraine, muscle fatigue, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, sensitive skin, skin disorder, skin fissures, tooth fracture, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , dysmenorrhea, menorrhagia, general abnormal bleeding, rash, skin condition, hypersensitivity, psych injury,dental problems., fatigue and hair loss . Leave taken from this job or other job for medical reasons-hysterectomy and endometrial ablation. In current pfs symptoms claim by patient resulted from essure decrease or resolve following essure removal is mentioned as improved or went away which is not clearly specified whether it is recovering or recovered. Insertion details-both tubal ostia were clearly seen. The essure device was loaded through the operating channel and placed in the left tubal ostia according to manufacturer instructions, the same procedure was carried out on the r ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, vaginal bleeding, dysmenorrhea, dysfunctional uterine bleeding, menorrhagia, fatigue, pelvic pain, urinary incontinence, rash, abdominal pain, joint pain, leg pain, depression. Lot number: 774372. Manufacturing date: 2010/08. Expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), pregnancy with contraceptive device ('patient claimed pregnancy:stillbirth/miscarriage'), abortion spontaneous ('patient claimed pregnancy:stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774372) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, headache, human papilloma virus infection, varicose veins, anxiety disorder and abortion. Concurrent conditions included obesity, change of bowel habit, hot flashes, vaginal discharge abnormality, frequency urinary, sinus congestion, dry skin, sensitive skin, diarrhea, nausea, cough, joint swelling, tingling, numbness, dizziness, stress and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced tooth fracture ("dental problems-teeth breaking into pieces"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes-leakage"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and alopecia ("hair loss after placement") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea for more than 6 months worse with onset od period severe and unresponsive to motrin"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ large amount heavy blood loss, passing clots"), rash ("rash/ severe rashes"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity/allergies and my skin was extremely sensitive"), sensitive skin ("hypersensitivity/allergies and my skin was extremely sensitive"), depression ("psychologica injury - depression"), fatigue ("fatigue/ extreme fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/vaginal bleeding for more than 6 months"), skin fissures ("my skin would crack open till raw skin was exposed,"), migraine ("migraines / headaches"), arthralgia ("joint pain"), pain in extremity ("leg pain everyday-felt like my legs were molasses"), malaise ("I believed essure was making me sick"), muscle fatigue ("legs were over exhausted"), pruritus ("itchy"), contusion ("it bruised my whole thigh") and pelvic discomfort ("feel like early baby flutters") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hypothermal ablation and hysterctomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, rash, skin disorder, hypersensitivity, sensitive skin, depression, allergy to metals, tooth fracture, fatigue, weight increased, vaginal haemorrhage, urinary incontinence, skin fissures, migraine, alopecia, arthralgia, pain in extremity, malaise and muscle fatigue had resolved and the pruritus, contusion and pelvic discomfort outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, contusion, depression, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, malaise, menorrhagia, migraine, muscle fatigue, pain in extremity, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, pruritus, rash, sensitive skin, skin disorder, skin fissures, tooth fracture, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , dysmenorrhea, menorrhagia, general abnormal bleeding, rash, skin condition, hypersensitivity, psych injury,dental problems., fatigue and hair loss. Leave taken from this job or other job for medical reasons-hysterectomy and endometrial ablation. In current pfs symptoms claim by patient resulted from essure decrease or resolve following essure removal is mentioned as improved or went away which is not clearly specified whether it is recovering or recovered. Insertion details-both tubal ostia were clearly seen. The essure device was loaded through the operating channel and placed in the left tubal ostia aeording to manufacturer instructions, the same procedure was carried out on the r ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, vaginal bleeding, dysmenorrhea, dysfunctional uterine bleeding, menorrhagia, fatigue, pelvic pain, urinary incontinence , rash, abdominal pain, joint pain, leg pain, depression. Lot number: 774372. Manufacturing date: (B)(6) 2010. Expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('patient claimed pregnancy:stillbirth/miscarriage'), abortion spontaneous ('patient claimed pregnancy:stillbirth/miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychologica injury"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterctomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, rash, skin disorder, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the pregnancy with contraceptive device, abortion spontaneous, psychological trauma, allergy to metals, tooth disorder, fatigue and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , dysmenorrhea, menorrhagia, general abnormal bleeding, rash, skin condition, hypersensitivity, psych injury,dental problems., fatigue and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was updated to pelvic pain,abdominal pain ,dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding),general abnormal bleeding, rash, skin condition, hypersensitivity,psych injury, stillbirth/miscarriage, pregnant with essure micro-insert, device ineffective, dental problems., fatigue ,hair loss, bladder disorder and urinary tract disorder. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was performed; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.